Event description:
While using the suture for a subcuticular closure, the customer reported that the needle broke in half. The piece was recovered and there were no adverse consequences to the patient.